Event description:
It was reported that handle fractured occurred. The 70% stenosed target lesion was located in the carotid artery. A 190 cm filterwire ez? Was selected for use. During preparation to deploy the filterwire, the handle fractured, preventing the filterwire from opening. The device was removed, the procedure was completed using with another of the same device. There were no patient complications reported. It was further reported that there was no intervention happened when the issue happened.

Manufacturer narrative:
E1: zipcode updated. E1: initial reporter facility name - (B)(6). E1: initial reported address 1 - (B)(6). The device was returned for analysis. The guidewire was returned within the delivery sheath, and the filter bag was returned in a deployed state. Visual examination identified that the guidewire was exposed through the delivery sheath and was kinked. Due to the guidewire being exposed through the delivery sheath, sheathing and unsheathing could not be performed.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). E1: initial reported address 1 - (B)(6).

Event description:
It was reported that handle fractured occurred. The 70% stenosed target lesion was located in the carotid artery. A 190 cm filterwire ez? Was selected for use. During preparation to deploy the filterwire, the handle fractured, preventing the filterwire from opening. The device was removed, the procedure was completed using with another of the same device. There were no patient complications reported. It was further reported that there was no intervention happened when the issue happened.

Manufacturer narrative:
(B)(6). The device was returned for analysis. The guidewire was returned within the delivery sheath, and the filter bag was returned in a deployed state. Visual examination identified that the guidewire was exposed through the delivery sheath and was kinked. Due to the guidewire being exposed through the delivery sheath, sheathing and unsheathing could not be performed.

Event description:
It was reported that handle fractured occurred. The 70% stenosed target lesion was located in the carotid artery. A 190 cm filterwire ez? Was selected for use. During preparation to deploy the filterwire, the handle fractured, preventing the filterwire from opening. The device was removed, the procedure was completed using with another of the same device. There were no patient complications reported. It was further reported that there was no intervention happened when the issue happened.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. E1: initial reported address 1 - (B)(6).

Event description:
It was reported that handle fractured occurred. The 70% stenosed target lesion was located in the carotid artery. A 190 cm filterwire ez? Was selected for use. During preparation to deploy the filterwire, the handle fractured, preventing the filterwire from opening. The device was removed, the procedure was completed using with another of the same device. There were no patient complications reported.